Manufacturer narrative:
Based on the investigation performed by steris, the c4 contactor was stuck in the closed position which allowed the drying elements to overheat and the reported event to occur. The user facility was provided with a replacement washer. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the reliance vision washer and found the unit to be not operational. The technician's initial inspection was inconclusive. The reliance vision washer subject of this event will be returned to steris for further evaluation. A new reliance vision washer was installed at the user facility. A follow-up MDR will be submitted should additional information become available.

Event description:
The user facility reported that the upper compartment of their reliance vision washer had caught fire. The department was evacuated, and the fire department was dispatched. The flames extinguished on their own. No report of injury or inhalation/irritation effects. No report of procedure delay or cancellation.